Event description:
Complainant alleged that while attempting to analyze a female patient whose vital signs were absent, the device had no ECG signal via multi-function cable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow- up report when our investigation is completed.